Manufacturer narrative:
Patient identifier: patient information could not be obtained due to country privacy laws. Initial reporter address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The advanced breathing system (abs) was not connected properly. The abs was realigned to resolve the issue.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no report of patient injury.